Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The patient reported that she has had about 7-8 cartridges that have leaked insulin within a 6-week period of time. She says the insulin leaked into the cartridge compartment and also got her clothing wet near where she was wearing the pump. The patient is new to pump therapy and her health care practitioner stated she must have been using the products incorrectly to cause the issue. The patient said that due to the leakage she has had blood glucose elevations with readings between 300 and 400 mg/dl and she took manual injections of insulin to correct her blood glucose level and denies medical attention. The situation is not indicative of a serious diabetic injury.